Event description:
Ethicon 60 mm powered stapler failed to have enough power to complete the staple line through tissue. Attempted a second try without tissue and stapler still unable to fire completely through.